Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs which were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs. The healthcare professional concluded that the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. A review of device labeling found the following instructions for cleaning and maintenance of the power meter: "warning - the handpiece tip and energy meter window must be clean to ensure accurate calibration. An unclean tip or window will result in higher than indicated fluence, which may cause epidermal damage".

Event description:
It was reported by a user facility that a patient with skin type ii sustained first degree burns to the chin area following hair removal treatment with a lumenis lightsheer duet laser. No information regarding medical intervention to preclude permanent impairment was received.